Event description:
It was reported to philips that the system's host computer was unable to power on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system's host pc was not booting up. Upon troubleshooting, the fse found that the host pc was not powering on, which indicates the issue with host pc. The cause of the host pc failure was not conclusively determined; however, the other failures were found as fail in lin-sdr-chk due to chassis intrusion activated and fail in lin-pci-chk due to missing infiniband host adaptor. To resolve the issue, the fse replaced the host pc and reloaded the software, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.